Event description:
During a scarf osteotomy procedure, 1st metatarsal, the hcs screws were difficult to insert. The surgeon attempted to use 2.4mm hcs x2, he predrilled the bone with 2mm drill bit from the set, measured it and then progressed the screw through the first cortex. Once he gained compression, he inserted the countersink screwdriver into the compression sleeve to countersink the head of the screw, he was not successful. The head itself would not countersink and would remain out of the bone with all threads showing. The compression sleeve would work its way off the head of the screw. The surgeon tried several times with several different screws lengths, thread length etc. And each time the same occurred. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.